Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305165 and lot number 9029812. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: potential root cause can¿t be offered without a sample analysis. Rationale: based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. The information requested could not be provided by the manufacturing site. It is recommended that the customer and/ or the rcc contacts the hypodermic marketing team to address this request.

Event description:
It was reported that needle 21x1 rb contained foreign matter. The following information was provided by the initial reporter: "we have recently used one of your needles for a visible particulate study where we observed a particle in our sample. The particle was sent for further ftir identification testing where it was identified as cellulose. As part of our lab investigation we need to identify any possible sources of where this cellulose could have came from. Would you be able to tell me if any of the packaging of this needle would contain any traces of cellulose?"